Event description:
It was reported that a leak occurred during use of a homechoice cassette. The issue was described as the ¿machine found wet where the hp connects the solution bag¿. The home patient (hp) was not connected at the time and does not know how the machine got wet. This occurred during an unknown process step of automated peritoneal dialysis (pd) therapy. Renal therapy services discussed the use of continuous ambulatory peritoneal dialysis (capd) with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.